Event description:
Per the surgeon's report, the patient's device was explanted due to infection and extrusion of the receiver/stimulator. Reimplantation will not be pursued as the patient used the cochlear implant system inconsistently and made minimal auditory skill gains with the device.

Manufacturer narrative:
.